Event description:
A patient reported she got shingles the first time she had the implant and did not know it was shingles. The patient further stated that they thought the device was misfiring and they implanted and explanted the device within a week. The patient stated that when they did the implant surgery, she was recovering and then started feeling like she was being electrocuted from the inside out and on an emergency basis, they removed the implant. It was noted the patient was implanted on a thursday in (B)(6) 2015 and on at night, 3 days later she started feeling like she was being electrocuted in the middle of the night. The patient stated she turned the device off and still felt the same, was getting worse and was uncomfortable. The patient went to the healthcare professional (hcp) and they made sure the device was off and was told to call back the next day if it got worse. The patient noted the hcp stated they had never seen that before. The patient stated the hcp called the manufacturer representative (rep) to find out what the issue was may have been. The patient stated she was miserable and when she called the hcp the next day, she was set up for an emergency surgery to explant the device completely. The patient confirmed the implant from 2015 was explanted a week after it was implanted in 2015. The patient then noted that a day or 2 later she went to the emergency room and diagnosed with shingles. The patient stated she did not know if the shingles was related to the device. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated when they turned up the stimulation, it caused problems with the foot to get worse and causes their heart rate to race and they were not comfortable and also causes them other problems. No further complications were noted or anticipated.

Manufacturer narrative:
With additional information, the patient code (B)(4) was removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on 2017-06-30 reported that they had the implant put in on (B)(6) 2015 and was recovering at home. On (B)(6) 2015 they began to feel as if they were being electrocuted from the inside out. The patient turned the implant down and later turned it off completely. By the patient¿s follow-up appointment on (B)(6) 2015 the patient could barely walk as they were developing bumps and blisters on the button of their feet. The hcp made sure the implant was off and told the patient that if they were not feeling better by the next day to call the office and they would schedule a removal of the device. This occurred and a removal was performed on (B)(6) 2015. It was noted that everything happened so quickly that they did not realize it was shingles until a day or so later. The patient ended up in the emergency room (ER) because by then the bumps and blisters were going up the right leg. The ER hcp diagnosed it and put the patient on steroids and anti-viral medication. At the time of this event, patient weight was ¿probably between (B)(6) lbs. No further complications were reported.